Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed through the downstream occlusion test. The device exhibited a cassette not attached properly error. The root cause of the issue was a bad downstream occlusion (dso) sensor. The sensor was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for cassette not attached error, during device analysis, a defective downstream occlusion (dso) sensor was found. There was no patient involvement.